Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that fifteen months after the dental implant was placed in ada site 19 of the patient's mouth, poor bone quality/quantity and mobility were present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative (or post-operative)complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that fifteen months after the dental implant was placed in ada site 19 of the patient's mouth, poor bone quality/quantity and mobility were present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative (or post-operative) complications.